Event description:
During routine testing of the device at the service center, the service technician reported that the over-temp thermostat failed. Since the event occurred during routine testing, there was no patient involvement.